Event description:
It is reported that on (B)(6) 2013, during a tibia plateau fracture surgery, the scrub technician mixed the components of the norian drillable inject pouch and transferred the paste into the delivery syringe. After 2 pushes on the syringe the delivery needle became clogged. Scrub technician used a k-wire to clear the needle. The norian filler consistency was too dense and the delivery needle broke. Surgeon used another norian drillable and needle with no issues. No additional time was added to the surgery. No patient injury was reported. This is 2 of 2 reports for this event.

Manufacturer narrative:
Device is used for treatment, not diagnosis. Review of manufacturing records found the product was manufactured to specification. There were no ncrs associated with the DHR that indicate any issues related to the complaint.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.